Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe integrated electro surgical unit (iesu) for customer satisfaction. The system was tested and verified as ready for use. Si has not received the erbe iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the bipolar energy was not working on the erbe. The erbe fired, but the surgeon did not see the effect on the instrument tip. The tse checked the system logs, but there were no related errors verified in the logs. The tse asked the customer to try to reseat the bipolar cable on both sides at the instrument and at the erbe, but the customer stated that the issue persisted. The tse asked the customer to try to use the second bipolar port on the erbe, but the customer stated that the issue persisted. The tse asked the customer to try to use different bipolar instrument cables. The customer stated they tried with three different bipolar cables, but the issue persisted. The tse asked the customer to try with a different bipolar instrument, but the customer stated that the issue persisted. The customer decided to proceed with the surgery using only monopolar energy. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. The customer confirmed that the procedure was completed robotically with same generator using only monopolar energy.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found to have no errors. The reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments. Technical safety check was performed. The unit had no significant scratches or dents. The front bezel was not cracked. The erbe was in good condition. The complaint was not confirmed based on the field evaluation and failure analysis.